Event description:
A patient reported experiencing inaccurate low results with a fasttake meter, the patient's blood glucose results were 42mg/dl,153mg/dl. Tests were done within 15 minutes with a difference of 98mg/dl. Patient did not experience any adverse events. No further information has been reported.